Manufacturer narrative:
At this time the customer will not be returning the device for eval. If the device is received, a follow-up report will be submitted. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the pump did not alarm when a proximal occlusion was present. The pump was returned to the biomedical department for an unspecified reason. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. During testing at the user facility the pump did not alarm when a proximal occlusion was present. Though requested, no further info was provided.